Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("mild bleeding") in an adult female patient who had essure inserted for female sterilization. The patient's past medical history included morbid obesity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 3 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (essure inserts were removed uneventfully). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. The reporter commented: patient had an uneventful hysteroscopic sterilization with essure device on (B)(6) 2017. Pain and mild bleeding got worse on (B)(6) 2017. She was adamant to have inserts removed. On her request the inserts were removed uneventfully and she was discharged home later on the same day. The reporter considered the event as non-serious. Hospitalization was required. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2017: normal. Hysteroscopy - on (B)(6) 2017: uneventful insertion; on (B)(6) 2017: device in the right location. Ultrasound scan - in (B)(6) 2017: device in the right location. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3028 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician (hospital consultant) returned case report form: patient (initials new), a caucasian (race new), had an uneventful hysteroscopic sterilization (indication new) with essure device on (B)(6) 2017. She started to have pain and mild bleeding (intensity new) on (B)(6) 2017 which got worse on (B)(6) 2017(new) she was admitted (new) with severe pain, but all investigations including scan and blood results as well as clinical observations were normal (test date (B)(6) 2017 is new). On (B)(6) 2017, she had outpatient hysteroscopy (new) which showed normal positioned inserts. On her request the inserts were removed uneventfully and she was discharged home later on the same day. Physician stated event(s) were nonserious, required hospitalisation, patient recovered. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.